Event description:
It was reported that the patient experienced a hyperglycemic event and attempted to correct the high glucose by announcing meals as corrections while using the ilet system, which represents an improper method and a user interface¿related usage issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements as a corrective action, consistent with improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.